Event description:
The following information was received from global pharmacovigilance. This is a clinical report from a nurse from the (B)(6) of peritonitis in a subject coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2011, the patient experienced peritonitis and was admitted to the hospital feeling generally unwell with new onset nausea, vomiting and diarrhea. On (B)(6) 2011, the patient was hypertensive (blood pressure not reported). The patient's peritoneal effluent was cloudy. On (B)(6) 2011, the patient received remedial treatment for the peritonitis with gentamicin 50mg intraperitoneally (ip) and teicoplanin 400mg intravenous (IV). On (B)(6) 2012, remedial treatment with teicoplanin 40mg ip was initiated and continued until (B)(6) 2011. On (B)(6) 2011, the patient was discharged from the hospital. Pd therapy was ongoing. On (B)(6) 2011, the patient recovered from this peritonitis episode. The nurse believed the peritonitis was possibly related to the pd solutions.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.